Manufacturer narrative:
(B)(4). The analysis of the returned device revealed a sheath kink at the o-ring, suggesting that there was difficulty inserting the device into the patient anatomy, which could have contributed to the reported unsuccessful luminal blood marking as it could prevent the device from being fully inserted into the artery. The probable cause was determined to be related to the operational context in the use of the device and not a product quality deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, the marking at the marker lumen was not as is usually seen. The device was removed and a non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.